Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient was not feeling stimulation and wanted to know if there was a possibility that their leads may have become dislodged. They are also feeling a little irritated and afraid that they might be getting a urinary tract infection (uti). During the call, stimulation was increased to 4.0ma and the patient reported feeling something but they weren't sure how to describe it. They are going to their healthcare provider (hcp) to discuss the irritation. No further patient complications have been reported as a result of this event.